Event description:
Customer reports lancet will not retract after firing the softclix device, resulting in an accidental needle stick (no medical treatment necessary). No adverse event reported. Requested return of suspect device and replacement was sent.